Event description:
It was reported that the device exhibited premature battery depletion and elective replacement indicator. The device was explanted and replaced. It was also reported that the right ventricular lead exhibited t-wave oversensing. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. The device is part of the advisory for this model.evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data collected from the device indicates that eri (elective replacement indicator) occurred (B)(6) 2010, approximately 46 months after implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The lead and device are part of the advisory for this model.